Manufacturer narrative:
The field service engineer (fse) found that the leak was a result of detached tubing from the rear blood detector (bd480) at the bsv. The fse reattached the tubing resolving the leak. (B)(4).

Event description:
The customer reported that approximately 383 ml of cleaner had leaked under the bsv of the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.